Event description:
It was reported that the surgeon was tightening the cam lock on a concomitant device 32mm skyline plate and the tip of the cam tightener shaft sheared off from the instrument. The cam tightener shaft was turned over to the opposite end and the that tip also broke off. The broken tips were retrieved and the resulting delay was about five minutes with no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The skyline cam tightener shaft was returned for evaluation. Visual inspection revealed that the fractures occurred at each working end of the driver. The device was then sent to the lab for fracture analysis. Images of the surface reveal plastic deformation and torsional shear markings stretching in a circular pattern. The plastic deformation at the trilobes indicates a torsional overload. This analysis suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the cam tightener shaft was performed on the specific code as no family exists for this instrument. This analysis found no systemic trends that require additional action. The root cause cannot be determined from the sample and the information provided. Per the fracture analysis report, the cam tightener shaft underwent a quasi-static shear failure. The plastic deformation at the trilobes indicates a torsional overload, potentially due to unexpectedly high amounts of torque. Due to the counterclockwise pattern that shows on the broken faces of the cam tightener shaft, it is possible that both tips broke while unlocking. The handle does not have an upper torque limit at which it ratchets when unlocking. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of these instruments. No systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.